Manufacturer narrative:
(B)(4). Concomitant medical products- vanguard ps femoral left, catalog # 183130, lot # j3750156, biomet smooth knee stem, catalog # 145026, lot # 539870, vanguard ps tibial bearing, catalog # 183722, lot # 678410, biomet tibial sm cruciate wing, catalog # 185650, lot # 100110. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of the device is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty about three years ago. Subsequently, the patient was revised due to septic loosening of the knee. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.